Manufacturer narrative:
Explanted leads were returned to bsn. Analysis of the explanted ipg did not confirm the complaint. The device passed all required testing and exhibits normal device characteristics. Visual inspection found that the leads were cut from the distal end. The proximal ends were not returned. Damage to the leads is a result of a typical explant procedure and it is not considered a failure.

Manufacturer narrative:
The explanted leads will not be returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's entire precision system was replaced. The patient claimed the device was not working properly, but the physician did not suspect any malfunction with the devices. The patient was programmed in post-op and was doing very well.

Event description:
A report was received that the patient's entire precision system was replaced. The patient claimed the device was not working properly, but the physician did not suspect any malfunction with the devices. The patient was programmed in post-op and was doing very well.